Manufacturer narrative:
Additional information received on april 05, 2017 the manufacturer received the device, investigation is ongoing. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the locking mechanism of the revitan rasp, distal, curved, 22/200 broke during surgery on (B)(6) 2017.

Manufacturer narrative:
No trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Event description (event details, per) event summary: it was reported that during tha the construction neck of the revitan rasp broke off. The rasp was stuck in the femur and had to be removed with great effort, causing a delay of 45 minutes. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the revitan rasp as well as the broken off connection pin were returned for an investigation. The visual examination of the rasp showed that the connection pin is clearly broken off. The lot number is only partially visible due to material abrasion. There are some signs from several years of usage and presumably of the extraction of the broken rasp. Moreover, there are some deformations in the proximal section of the blades. Review of product documentation: the DHR was reviewed during the investigation, as a concession was found. Ten rasps were delivered by the supplier within this lot. Four of these rasps had a deviation in the outer diameter of the rasp in the area right above the blades. The measured dimension was below the lower limit of the defined tolerance range. This deviation was considered acceptable and is not connected to the reported failure mode of a broken off connection pin. The surgical report was reviewed. It was mentioned that prior to the revision surgery, the patient had suffered a fall, resulting in a periprosthetic bone fracture. Due to the fact that the bone was already fractured, the broken rasp could be removed without causing further fractures. No other conspicuousness found. Root cause analysis: root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of a trend review. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> visual examination showed no signs of corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Conclusion summary: abnormal high forces might have occurred during surgery. As a result the fracture occurred at the nominal weakest point of the rasp. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for review. X-rays or other source documents were not provided for review. The lot number of the device was received. The device history records will be reviewed during investigation. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the locking mechanism of the revitan rasp, distal, curved, 22/200 broke during surgery. The rasp was stuck in the bone and had to be removed with great effort . The surgery was delayed for 45 minutes.